Event description:
Procedure: lap chole. According to the reporter: a piece of metal came off the device during removal of the gallbladder. The piece was removed from the pt. There was no report of pt injury or impact.

Manufacturer narrative:
Initial report submitted; march 10, 2008.